Event description:
Customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and hyperglycemia on (B)(6) 2022 with a blood glucose value of over 800 mg/dl at the time of the event. Customer was treated with the insulin drip and insulin pump by staying overnight hospitalization by providing emergency responses and emergency medical services. Also patient reported hypoglycemia 49 mg/dl two weeks ago before hospitalization due to loss of transmitter and treated with food and intravenous insulin drip. Customer taken 8 vials of insulin to blood glucose down to 500 mg/dl. Troubleshooting was unknown. No further patient complications were reported. It was unknown weather the customer continued using the device or not. Insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.